Manufacturer narrative:
During a onsite visit the field service engineer exchanged the pressure reducer premix & external energy sensor drive unit and successfully completed system verification to specification. The root cause could not be identified conclusively. However, the most possible root cause is a faulty pressure reducer and external energy sensor drive unit. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the arf gas was leaking in the solenoid valve of the pressure reducer premix and the laser showed a timeout error during positioning of the external energy sensor during energy check.